Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the superficial femoral artery. The 8.0x100mm absolute pro self expanding stent system (ses) was advanced to the target lesion however the thumbwheel failed and the stent partially deployed. The ses was removed and another different sized absolute pro was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, it is likely that the device was bent in the moderately calcified and tortuous anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.